Manufacturer narrative:
Non-destructive visual evaluation was performed on the 86-6521, pfc tibial insert. The device was received in two pieces, the intercondylar post showed cracking and delamination on the anterior side at the level of the fracture. There were no apparent material or mfg defects noted on the component. Jjpi considers this file closed.

Event description:
The tibial spine of the tibial insert is reported to have sheared off and the metal reinforcing pin was exposed. Revision surgery was required.